Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room with complaints of dizziness and fatigue. A remote monitoring transmission was performed and was reviewed. Numerous short v-v intervals were noted in stored episodes. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.